Event description:
It was reported that an intravenous access set that was attached to an unspecified baxter pump would not flow during patient use. It was further reported that a glyceryl trinitrate (gtn) infusion that was attached to the patient 's central line would not load into the baxter pump. The blue clamp was closed but the roller clamp was open. This was identified when the patient was transferred from ICU (intensive care unit) to theatre for reopen. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravenous access set that was attached to an unspecified baxter pump would not flow during patient use. It was further reported that a glyceryl trinitrate (gtn) infusion that was attached to the patient 's central line would not load into the baxter pump. The blue clamp was closed but the roller clamp was open. This was identified when the patient was transferred from ICU (intensive care unit) to theatre for reopen. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.